Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, high defibrillation impedance was noted on the device. Inadequate insertion into the device header was suspected. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.